Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: the failure mode was observed in the sample provided by the customer. The sample was subjected to a leakage test at 45 psi in an attempt to replicate the failure mode. The leakage test was not able to duplicate the failure mode at 45 psi. The investigators test an additional 5 retention samples, none failed the test. All septums were evaluated under a 10x microscope. The defective sample that was returned displayed an incomplete closure of the septum but as previously noted the closure was complete enough to pass testing at 45 psi. The investigators noted the significant difference in the retention and actual samples when visualized under the microscope. DHR review showed no maintenance records related to defects. No abnormal records related to process sampling, or production were noted. Conclusion: bd was unable to confirm the reported defect. It was determined that the most likely cause of the reported failure mode is due to storage and subsequent aging of the product. No corrective action is required at this time.